Event description:
Approximately two years and ten months post vad implantation, it was reported that the patient underwent an elective controller exchange due to broken pins in port 2 of the controller. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The site has indicated that the pump remains implanted, the controller has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The facility reported that a patient's controller contained broken pins on port two (2). There was no reported patient injury related to this event. The controller ((B)(4)) was returned to the manufacturer for evaluation. Evaluation confirmed damage to pins on port two (2) preventing the unit from receiving power when connecting to a power source. The root cause for the 'poor mechanical connection' event was found to be a damaged/bent pin on port two (2) connector most likely a result of improper handling, material durability and assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. Z-1698-2015: a field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Controller ((B)(4)) received on august 12, 2014. (B)(4).